Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that at the same time their central nurse's station (cns) started showing communication loss for all related transmitters. No harm or injury was reported. They will be sending this org in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with this org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. A cns was used in conjunction with this org, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that at the same time their central nurse's station (cns) started showing communication loss for all related transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was displaying an error light. The customer also reported that at the same time the central nurse's station (cns) started showing comm loss for all related transmitters. No harm or injury was reported. They sent the org in to nihon kohden for a repair. Service requested / performed: evaluation / repair. Investigation summary: nihon kohden repair center (nk rc) was not able to duplicate the issue of the error light and comm loss on org-9110a sn:(B)(6). As such the root cause for the comm loss on this org cannot be determined. As the org was found to be in good working condition by nk repair center, the cause of the comm loss and the indicating error light is most likely related to the customer's network environment. Comm loss occurs when the org is not able to communicate with cns devices or rns devices on the customer network. Ethernet cable damage, defective customer network switches, and instability in the customer network are known causes of comm loss on the customer's side. As the cause of the issue cannot be confirmed and the unit was found to be in good working condition, a CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4: device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Telemetry transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. D8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes.

Event description:
The customer reported that the multiple patient receiver (org) was displaying an error light. The customer also reported that at the same time the central nurse's station (cns) started showing communication loss for all related transmitters.